Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose readings. The customer states they are receiving messages on their pump that say it is time to calibrate, but when calibration is done, nothing comes up. The customer's sensor graph is not reading. The customer's blood glucose level at the time of incident was 413mg/dl. The customer states they will treat with manual injection if it does not go down. The customer was advised that they cannot calibrate with blood glucose level of over 400mg/dl. The customer was educated on calibration methods, and carelink upload. The customer was advised to call back if levels continue to rise.